Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead underwent a device change out procedure. During the changeout procedure, the ra lead became stuck in the device header. The ra lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.